Event description:
It was reported that during an unk procedure, the device was fired and some clips ejected. The clips did not fall into the pt. The site used a similar device to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.